Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed following visual and functional inspection. Visual inspection: the cup impactor bolt was returned assembled to the tritanium shell. The cup impactor bolt was visually unremarkable. Functional inspection: the returned bolt could not be disassembled from the trianium shell (catalog 502-03-52d ). Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other similar event for the reported lot. The event was confirmed. It has been confirmed that this event is within the scope of CAPA opened for exceeded complaint rate for da impactor bolt (B)(4). Disassembling from cup. The CAPA determined the root cause to be insufficient assembly instructions.

Event description:
Per sales rep, we opened up the acetabular cup. The surgical tech screwed on the acetabular cup to the impaction handle with the magnetic adapter. When we tried to remove the adapter by unscrewing it, it could not be removed because it was locked into the acetabular shell. We had to remove the 1st cup with the adapter still attached and put in a different cup.